Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor contact of filter turret, turret does not turn. Customer reported failure was not confirmed in investigation. However, e200 is a clv turret error and poor contact of filter turret preventing turret from turning may have contributed to the e200 observed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an error code 200 and was reproduced with flashing light emitting diodes on the front panel. There were no reports of patient harm.